Event description:
It was reported, the pt's trial procedure was abandoned after an hour of positioning which was due to intra-operative ineffective stimulation as well as the patient experiencing chest pressure as a result of the trial scs lead position. The chest pressure issue resolved upon removal of the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.